Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was explanted and replaced. The noise observed was due to subclavian crush that was seen in the fluoroscopy. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine aicd check. An alert of out of range ventricular impedance was received. The device had logged vf episodes for what appeared to be non physiologic noise but no inappropriate shock was delivered. Isometric testing managed to replicate some of this noise. Programming changes were made during the routine check. The patient was scheduled for lead replacement. No further information was available.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.7cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.